Event description:
It was reported that the surgeon was inserting a cancellous bone screw into the acetabular cup. As he was tightening the screw, the universal screw driver shaft tip broke off and the tip was not able to be taken out of the cancellous bone screw. The surgeon was forced to leave the screw driver tip in the screw and implant the acetabular liner into the cup and again with the screw driver tip remaining in the screw. This resulted in a delay in the surgery and the unknown possibility that this broken screw driver tip could cause harm to the total hip construct and the patient.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the operating room director for their records. If additional information becomes available, then it will be submitted in a supplemental report.